Event description:
Customer informed to sales rep that physician noticed from x-ray that the mrh pressfit stem was broken.

Manufacturer narrative:
Aer decision has been updated for the femoral component as the investigation has determined that this device is concomitant. An event regarding crack/fracture of duracon stem involving a mrh femoral component was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Evaluation of the returned device indicated that the distal portion of the stem was returned still assembled in the female threads of the femoral component. Xrf showed that the femoral component, axle, stem, and tibial rotating component were consistent with their respective drawings. No identifiable material or manufacturing discrepancies were observed on the surfaces. A full investigation is completed on the duracon stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer informed to sales rep that physician noticed from x-ray that the mrh pressfit stem was broken.